Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; battery drawer contact spring was broken. Analysis also found one encoder nut was loose. (B)(4).

Event description:
It was reported the device does not power on even with new batteries. The device was returned for repair. There was no patient involvement indicated.